Manufacturer narrative:
Analysis of historical records: the device involved in this event was not returned to orthofix srl. Unfortunately, also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the complained device was not performed as it was not returned to orthofix srl. The technical evaluation will be performed as soon as the device becomes available. Conclusions: a technical evaluation of the complained device was not performed as it was not returned to orthofix srl. Unfortunately, no information about batch number is available, therefore it was not possible to perform the analysis of historical records. Considering the information provided, it is not possible to draw any conclusion regarding the complained targeting arm failure. In case further information or the device concerned are provided, orthofix will finalize the investigation. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2024 body part to which device was applied: tibia/foot. Surgery description: correction. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: short arm of acn jig was cracked before surgery. During implantation, the surgeon malletted the nail into the canal and the short arm "jumped" out of the connection point and was unable to be reattached while in the patient. The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure: 2 hours delay. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports and x-ray images are not available. Product is available for return. Product was not at its first use. On april 22, 2024, orthofix received information that no further details nor the device involved will be made available for the investigation. Orthofix ref: (B)(4), distributor ref: (B)(4).

Manufacturer narrative:
Analysis of historical records. The device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation. The device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Orthofix srl has requested further information on the event such as device batch number, patient information (age, sex and weight), confirmation that the device complained was found already cracked before this use, information on patient current health condition and the device availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the technical investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: tibia/foot. Surgery description: correction. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: short arm of acn jig was cracked before surgery. During implantation, the surgeon malletted the nail into the canal and the short arm "jumped" out of the connection point and was unable to be reattached while in the patient. The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure: 2 hours delay. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports and x-ray images are not available. Product is available for return. Product was not at its first use. Orthofix ref: (B)(4). Distributor ref: (B)(4).